Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported receiving a cassette empty alarm when insulin was thought to still be remaining. The infusion set was reported as loose and leaking, with the infusion site not adhering to the body. The infusion set had been last replaced 24 hours prior. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.